Event description:
Complainant alleged that during set-up of the device prior being used on a pt the device's video display did not function. Complainant indicated that there was no pt involvement in the reported malfunction.